Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by nurse that the customer was a doctor's office and pump is alarming failed battery test. The customer's blood glucose was unknown. The customer stated the alarm continued alarming.

Manufacturer narrative:
The insulin pump function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, failed battery test or off no power alarm noted. The insulin pump upload properly using carelink and all selected data were properly listed on carelink report. No upload and download anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.